Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
The reporter noted: the doctor stated 3 days after egr procedure (egr was performed on (B)(6) 2012) the pt returned to the office on (B)(6) 2012 and "mentioned calf discomfort." The doctor believed this was neuritis and provided a cortisone injection which gave relief to the pt's discomfort.